Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when performing anastomosis during laparoscopic total gastrectomy, the stapler with the anvil was difficult to dock. After firing, the anvil head did not flip down. The stapler was also difficult to remove from the cavity. The anvil was jiggled and then was able to flip down. The device was removed from the cavity. There was no patient injury.